Event description:
Healthcare professional reported approximately 2 months after injection in the mid cheeks with two syringes of juvederm ultra plus xc, the patient's right "border of tear trough and cheek, almost aligned to the nose" became "very puffy" in addition to exhibiting a noticeable "loss of juvederm product" and an "indentation". The patient was treated with antibiotics, oral steroids, and hyaluronidase "diluted with a lot of saline". The patient additionally was assessed by their primary care provider and prescribed solu-medrol and antibiotics. The patient continues to experience "swelling" in the "upper cheek and under the eye area"; "some days it looks better, and some days it looks worse". The healthcare professional noted the patient's symptoms look like an "autoimmune-type inflammation, like some sort of inflammatory response".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of puffiness, "loss of product", "indentation", "swelling", and analysis of the device generally does not assist allergan in determining a probable cause for this event.